Event description:
It was reported that there were several small air bubbles in the line of a small volume intermate. The device was filled with daptomycin 1000mg in 100ml sodium chloride 0.9%. The device was disconnected and primed again and no visible bubbles were seen. The patient's extension set on the peripherally inserted central catheter (PICC) line was changed. The PICC line was flushed and backflash was seen. The infusor was then connected and restarted and more bubbles persisted. The infusor stopped and approximately one third of the does remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: november 08, 2022 - november 10, 2022. H10: one actual device was received for evaluation. The unit contained 30ml fluid in the bladder. A visual inspection on the unit via the naked eye showed no evidence of air bubbles inside the tubing line. Evidence of continuous flow of fluid was observed at the distal luer when the luer cap was opened. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.